Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor glucose and blood glucose varied widely. The patient's sensor glucose at the time of incident was 70 mg/dl and the blood glucose ranged between 170 mg/dl and 190 mg/dl. The customer was unable to calibrate the pump and the pump suspended. Troubleshooting was initiated and the customer was explained the calibration process. No products were shipped or returned.